Manufacturer narrative:
Product was not received for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the optic was cracked after insertion. The surgery was completed with same lens. Additional information was requested.